Manufacturer narrative:
No adverse outcomes were reported. The discrepant results were likely related to an instrument module. We are reporting this event in an abundance of caution and in accordance with the eua requirements.

Event description:
Discrepant results for sars cov-2 target with neumodx sars-cov-2 test strip.